Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 23 july 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address an onset of severe pain. Upon entering the knee joint, metallosis was encountered. The femoral component was found to be loose. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the result of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: sales rep reported disassociation of femur and femoral sleeve. Revision is planned in another hospital. Initial surgery about 2 years ago, patient about (B)(6) years old, slightly obese - further info is requested. The bio engineering report concluded that the knee had been implanted for around 2 years before fracturing. From the information provided it is not clear as to why the implant fractured. The patient was reported as being slightly obese. Obesity or very active lifestyle that can produce loads on the prosthesis that can lead to failure of the fixation of the device or device itself. This is stated in the IFU. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419. Addendum added 06 oct 2015. The complaint was reopened as product details and medical records were received. A review of manufacturing records and complaints databases search did not identify any anomalies. The medical records were reviewed which states based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. No corrective action is required. Post market surveillance is per sep-419 depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Sales rep reported disassociation of femur and femoral sleeve. Revision is planned in another hospital.

Manufacturer narrative:
This investigation has been reopened because product information is now available. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4).

Manufacturer narrative:
The bio engineering report concluded that the knee had been implanted for around 2 years before fracturing. From the information provided it is not clear as to why the implant fractured. The patient was reported as being slightly obese. Obesity or very active lifestyle that can produce loads on the prosthesis that can lead to failure of the fixation of the device or device itself. This is stated in the IFU. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).